Event description:
The implantable pacing leads were returned to the manufacturer with no information and subsequently tested out of specification during manufacturer¿s analysis. No further information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. The proximal and distal conductors of the lead became distorted while in vivo. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The analyst commented that the lead was received with severe explant damage. Visual inspection found the distal conductor was fractured. Extrinsic pulling/stretching/ overstress was also observed. Evidence of twiddler¿s syndrome was seen at the proximal end within 20cm. (B)(4).